Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) therapy patient experienced peritonitis. On an unreported date, the patient was admitted to the hospital as a result of the event. The cause, treatment, and patient¿s outcome were not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available.